Event description:
Additional information received noted that the cardiac resynchronization therapy defibrillator was oversensing what appeared to be lead noise or myopotentials. Programming changes were discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found the cardiac resynchronization therapy defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed. The patient did not report any symptoms.